Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: fentanyl medication error- bag emptied too soon. Sn (B)(4). Fentanyl was programmed at 100mcg which they stated is 5ml/hr. Bag emptied in 4 hours and 15 minutes instead f 20 hours. Patient became hypotensive requiring levophed to be restarted at 5mcg. His event happened in the first pm cycle. Customer stated that the patient is ok. We had a fentanyl medication error with too much fentanyl being administer to the patient either by user error or pump malfunction there is a medication error report being generated by the ICU rn and the braun pump is tagged and secured in my office with the empty fentanyl bag. The fentanyl gtt (2000mcg/100ml) was hung at 10am for (B)(6). Pump was programmed with ICU nurse and a witness per policy. The fentanyl bag was secured in a lock box per policy as well. The pump was set to infuse 100mcg of fentanyl which is 5ml/hr. Without program changes the infusion should have lasted approx 20hrs (23ml approx in tubing to prime). I was contacted at 1415 when it was discovered the gtt was empty. I reviewed the pump setting and the pump was infusing at 5ml/hr. The ICU rn stated, there had been no infusion rate changes made since the 10am initiation. The ICU rn was able to wean levophed off at 1pm. At 2pm, after turning the patient, the patient became hypotensive requiring levophed to be restarted at 5mcg. Unable to determine if related to fentanyl or patient condition. The patient is a (B)(6) male with significant cardiomyopathy, renal insufficiency and respiratory failure, diabetes and presumptive sepsis. His weight at the time of incident was 113 kg.-the IV set in use was the standard primary set for infusomat system (logged as original spaceline) however this set had 2 "y" sites, one proximal to the drip chamber before the metering segment and one distal to the metering segment. I do not have the actual set as it was discarded prior to reporting. I also do not have access to product item # but will obtain. Again, I don't have the package so the lot number would be pure speculation based on inventory on hand.-there was no report of disconnections or leaked fluid from the spike area by the clinical staff on duty.-vital signs remained as follows upon and after discovery: bp pre 108/56, was on norepinephrine taper at time. Norepinephrine dc'd prior to discovery when bp went 82/41 then restarted with bp to 133/63 post discovery. Hr remained 80s, on ventilator. In the days prior to the event his bp was labile without norepinephrine infusion so this had been fairly continuous since (B)(6). - he never exhibited signs of over-dosage however he was on a ventilator at the time. -due to his co-morbidity factors associated with his admitting diagnosis he is still in the hospital but shows improvement. At the time of discovery, there seemed to be no indication that he required any intervention in terms of opioid reversal treatment so none was performed. We have not completed a medwatch report because we feel there may have been non device related factors involved as from what we could determine, the possibility of diversion cannot be ruled out given the "y" site issue in the tubing set. Preliminary testing done by us did not reveal an issue with the device. Log analysis did not meter an over infusion. The original vtbi was set at 50.1 cc and the amount infused when the dry alarm occurred was 20.78 ml. A high volume infusion test performed by us did not reveal any discrepancy using a volume of 300ml test solution and a rate of 1200 ml/hr. 300ml were measured after 15 minutes infusion at that rate. Tubing sets without "y" sites have been ordered and put into place for these infusions since that time."

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 5ml/hr and 20.95ml (dl: fentanyl; 100mcg/hr) with dual y site set and the pump tested in specifications. Furthermore, the pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.